Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 259 mg/dl, and he has treated with the insulin pump and manual injections. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Reviewed the programming, and the basal and bolus matched to the daily totals. Ran a fixed prime and high pressure test and they passed. During the call, found that the customer changes the infusion set every three to four days. The customer stated that she did deliver a bolus of 5.0 units and did not go through. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.